Manufacturer narrative:
H6: component codes/code not available: feeding port strap broke the product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 15-may-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "the feeding port strap broke off; parent is currently using tape to keep the feeding port closed." There was no reported injury.

Manufacturer narrative:
The device history record for the reported lot number, 30246258, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The subject sample provided was evaluated confirming that the strap was cut feeding port. There are no activities or tools that could cause this type of flaw in the tube component. Root cause could not be determined. All information reasonably known as of 11-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.